Event description:
It was reported to philips that the system was unable to perform acquisition. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during undergoing planned treatment. The procedure was completed as planned by using fluoroscopy. It was reported to philips that the system was unable to perform acquisition. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely but was unable to establish a connection, recommended an onsite service visit. The philips field service engineer (fse) checked the system onsite and verified that the procedure involved only fluoroscopy. To resolve the issue, the fse found that there were no acquisition images because no acquisitions had been performed. No service has been performed by philips. To date, no further information was received. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported image storage issue didn¿t impact the completion of the procedure. The procedure was completed as planned by using fluoroscopy technique, with no impact on patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.